Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the system error 322 alarm through review of the device event history log. The alarm could not be reproduced and evaluation found the upper and lower switch gaps to be out of specification, which were reworked to correct this issue. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced system error 322 in the medical surgical care area. It was also reported there was no patient involvement.